Manufacturer narrative:
Investigation: bd received a fully retracted 22 gauge insyte autoguard unit from lot 8127945. The unit was received inside of an opened package. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear white particle on the catheter tubing. A review of the provided photos revealed a similar issue. Based off the visual inspection and provided photo the engineer was able to verify the reported issue. The white particle was confirmed to be a piece of porous plug shaving. The plug shaving most likely came from the manufacturing process and became attached to the unit during production.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheter tip. The following information was provided by the initial reporter: fm on the catheter tip or the catheter tip is burr.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had foreign matter on the catheter tip. The following information was provided by the initial reporter: fm on the catheter tip or the catheter tip is burr.